Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system that exhibited high out of range atrial pace impedances greater than 2,000 ohms during a changeout procedure. It was reported that the impedances were normal prior to pocket opening and the lead was a competitor's product. The physician declined further troubleshooting efforts. The physician placed this ICD and left the device programmed vdd. No adverse patient effects were reported. Remains in-service.